Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that customer were experiencing high blood glucose level of 300 mg/dl to 400 mg/dl and low blood glucose level of 44 mg/dl and 57 mg/dl. Blood glucose level at the time of the incident was 400 mg/dl. Customer was not able to complete troubleshoot. The insulin pump will not be returned for analysis.